Event description:
It was reported that following a lumbar fusion surgery, the pt developed a post-operative infection. The pt underwent a three-level lumbar fusion surgery using sequoia instrumentation and 20ccs of copios in the lateral gutters. Approximately 15 days later, the pt presented with a post operative surgical site infection. The pt underwent revision surgery during which the copios was removed as part of the hospital's standard infection revision protocol, along with irrigation and débridement of the thoracolumbar wound. A brownish fluid was found within the inferior portion of the incision. The sequoia implants were not removed as part of the revision. Subsequent follow up performed with the pt indicate that the infection has resolved and the pt was reported to be healthy enough to return to regular activity.

Manufacturer narrative:
The info provided does not indicate a cause of the infection therefore, the report is being submitted because the relationship of the event to the device can not be ruled out. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch numbers are unk and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined. (B)(4). Sequoia and pathfinder nxt closure top/qty 8; 3311-510/sequoia straight rod, cp ti 510mm/qty 1; 3309-40/speedlink ii, medium/qty 1; 3306-6545/sequoia ti poly screw 6.5x45mm/qty 1; 3306-65550/sequoia ti poly screw 6.5x50mm/qty 2; 3306-6555/sequoia ti poly screw 6.5x55mm/qty 2; 3306-6540/sequoia ti poly screw 6.5x40mm/qty 3. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.